Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicates the insulin pump had affected software version and that failed. It was reported when he did the low or high volume, the insulin pump stayed at the low volume. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.